Manufacturer narrative:
The reported event of inadequate capture and sensing issue were confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found internal shorts between conductors due to the damaged inner coil consistent with procedural damage. The cause of the reported events was isolated to the procedural damaged found on the lead.

Event description:
It was reported that the right ventricular lead exhibited unspecified sensing issues and inadequate capture. The lead was repositioned multiple times, however, was still unsuccessful. The lead was replaced. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited unspecified sensing issues. The lead was repositioned multiple times, however, was still unsuccessful. The lead was explanted and replaced. The patient was in stable condition.